Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-03165. It was reported, the pt experienced heating at her scs ipg pocket site while charging her scs system. Follow-up identified the pt is following charging recommendations which has resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.